Event description:
It was reported that pump battery would not charge and pump user was not available at time of call, so no additional details about blood glucose impact were provided. There was no reported impact to the customer¿s blood glucose level. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.